Event description:
Report received of an over-delivery. The pump was being used to deliver 5fu to a patient at 42ml/hour and on two days the infusion completed sooner than was anticipated. The customer contact reported that there was no adverse event with the patient and that it may not have been a pump problem. The customer also reports that the same pump was used on another patient to deliver interleuken ii at 2.2ml/hour and that infusion also reportedly completed early. In the second case, it was reported that part of the reason the infusion completed early was due to fluid volume used in priming of the tubing. There was no reported adverse patient event in this case either. Though requested, there was no further information available.